Manufacturer narrative:
Covidien reference#: (B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the pencil self activated continuously during the surgery. There was no injury to the patient. They finished the surgery with another pencil.

Manufacturer narrative:
(B)(4). Evaluation of the incident pencil did not confirm the customer's report of self-activation. The pencil did not self-activate. However, the pencil was found to function intermittently in both the cut and coag modes. The investigation identified the root cause of the reported event to be improper sterilization of the device. According to the instructions for use, when using vacuum assisted sterilization the steam cycle should only last for 4 minutes. The customer's records show the steam sterilization cycle lasted 20 minutes. Sterilizing products outside of the recommended methods can cause issues with the switch assembly of the e2100.